Event description:
Event description guidant received information that one week post implant, the right atrial (ra) and right ventricular (rv) thresholds were elevated and the crt-d was undersensing r-waves. It is believed that the ra and rv leads are not guidant product.